Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be damaged, however, the timing and cause of the damage could not be determined. The damage to the soft cannula did not prevent fluid from exiting the soft cannula. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking from the needle guard. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No abnormalities were observed with the download data that would contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod was reportedly leaking from the needle guard while worn for between 4 and 24 hours. As treatment, a new pod was applied.